Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not performing as expected. The physician attempted to cycle the device without success. Therefore, the patient underwent a revision surgery and a break in the tubing from the pump to the reservoir was identified. The pump was removed and replaced and a new reservoir was implanted. The old reservoir was not explanted. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament; no leaks were found. The pump did not pass the deflation test. Based on the information available and analysis results, the deflation issues identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not performing as expected. The physician attempted to cycle the device without success. Therefore, the patient underwent a revision surgery and a break in the tubing from the pump to the reservoir was identified. The pump was removed and replaced and a new reservoir was implanted. The old reservoir was not explanted. There were no patient complications.